Event description:
On 3/3/94, a port-a-cath was implanted in this pt. On 1/31/95, the pt underwent the removal of a 16-long port a cath fragment that was lodged within the right atriuum and right ventricle. The procedure was completed w/o complications. The remainder of the port-a-cath is noted under the skin of the left subclavicular region.